Event description:
Pt reported that about two months ago his device delivered a 25 unit bolus on its own. The pt stated that he did not touch any buttons. To maintain his blood sugar level the pt was able to eat to compensate for the insulin he had received.